Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) evaluated the ventilator, and the customer reported complaint was verified. The fse replaced the backlight to resolve the issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that during set-up of the unit, the ventilator screen remained black after the device was powered on. There was no patient involvement. There is no report of serious injury or death associated with this event.